Event description:
It was reported that (1) device was used during a resection. It was reported by the affiliate that the ax55g instrument did not staple correctly. The surgeon overstitched to complete the case.